Manufacturer narrative:
Result of investigation: the reported customer complaint was able to be confirmed and duplicated by vyaire's failure analysis lab; determining the transducer pt802 failed. This is a known issue which can be referenced with CAPA-000000281. A replacement product was shipped to the customer.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm while on a patient. There was no patient harm or injury associated with the reported issue.